Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar, with additional damage to the collar, numerous kinks in the distal shaft and the distal shaft (including tip) was damaged (flattened) for 26 mm (starting at the tip). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2017. It was reported that guidezilla tip damaged occurred. The target lesion was located in the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During unpacking, it was noted that the tip of the guidezilla was lifted up. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a complete separation at the collar.